Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal fentanyl. The indications for use were spinal pain and degenerative disc disease/herniated disc pain. The personal therapy manager (ptm) showed error code 8286. It was not giving the patient ¿a boost.¿ on (B)(6) 2016, the ptm showed the date (B)(6) 2016. The consumer did not understand that the date on the ptm was when the patient needed to get into the hcp to avoid empty reservoir. A refill was missed. The patient did not have anyone to drive him for an appointment. The patient was to have a follow up appointment with the hcp at 2pm on (B)(6) 2016. The patient was in a lot of pain. The patient¿s pain returned on (B)(6) 2016. The patient was currently getting oral pain pills.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.